Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed. Approximately two years four months post filter deployment, an unsuccessful filter retrieval attempt was made with gooseneck snare. The filter was noted to be somewhat tilted and it appears the tip of this might be nearing, if not frankly, embedded in the wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years four months post deployment, an unsuccessful filter retrieval attempt was made with gooseneck snare. The filter was noted to be somewhat tilted and it appears the tip of this might be nearing, if not frankly, embedded in the wall. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was tilted and an unsuccessful filter retrieval attempt was made with gooseneck snare. Per the IFU (instructions for use) "retrieve the eclipse filter using an intravascular snare or a recovery cone removal system only." Therefore, it is possible that the filter tilt and use of gooseneck snare could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: retrieve the eclipse filter using an intravascular snare or a recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013); (06/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the ivc. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the inferior vena cava. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and three months post filter deployment, the filter was attempted for retrieval for the patient with bilateral lower extremity swelling and with a history of pulmonary thromboendarterectomy. A 5-french sheath was placed using micropuncture under ultrasound guidance into the right internal jugular vein. A pigtail catheter was advanced over a wire into the inferior vena cava and venography was performed under power injection. Following this, the sheath was upsized to 7-french 45 cm destination sheath. There was no thrombus present within the filter. The filter was somewhat tilted, and it appeared the tip of this might nearing, if not frankly embedded in the wall. After upsizing to 7-french sheath, using a gooseneck snare, the retrieval was attempted. At times, occasionally the filter was able to be hooked through the tip. Coaxial alignment was never able to be achieved with the snare such that sheath over could never be performed with destination for safe retrieval. Therefore, plans were aborted. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.